Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: the photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photos. Visual analysis of the photo revealed that there was no damage or defects with the 11/130 deg ti cann tfna 170 - sterile. The allegation of broken cannot be confirmed with the photo evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the 11/130 deg ti cann tfna 170 - sterile was found to have no damage or defects. No definitive root cause could be determined. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a follow-up x-ray revealed a broken blade and tfna nail. Surgery to implant the devices occurred on (B)(6) 2022. Surgery went well and patient was doing fine, then showed up with a broken lag screw approximately in (B)(6). Patient did report a fall. Pain came on suddenly and patient felt like she broke her hip again. X-rays revealed lag screw broke. Revision surgery occurred on (B)(6) 2023 with a total hip arthroplasty. The procedure went well and all implants were recovered.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a broken trauma nail from the patient occurred; right femur fracture. Surgery occurred (B)(6) 2022 between (B)(6) 2022. Surgery went well and patient was doing fine, then showed up with a broken lag screw (04.038.195s) approximately in (B)(6) 2023. Patient did report a fall. Implanted on (B)(6) 2022. Revision occurred: (B)(6) 2023 - patient had revision surgery requiring a total hip arthroplasty. Procedure went well and implants recovered . Concomitant devices reported: unk - screws: trauma (part # unknown, lot # unknown, quantity # unknown). This report is for one (1) 11/130 deg ti cann tfna 170 - sterile. This is report 2 of 2 for complaint (B)(4).